Event description:
During an attempt to implant a medtronic wiktor rival coronary stent, the stent was deployed in the femoral artery. No medical intervention was performed due to patient complications. No additional information related to this event was made available to medtronic.